Event description:
Customer reports a blood glucose result of 188mg/dl while using the advantage system. Customer reported a lab reading 30- 45 minutes later with a result of 560mg/dl while at the doctor and was treated in the ER with a couple of insulin shots and a bag and a half of saline solution. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.